Event description:
On (B)(6) 2016 (B)(4): the patient reported experiencing an electric shocking sensation in his testicles. Patient reported it occurred once in (B)(6) and then occurred again this past sunday. Patient reported the shocking was a constant sensation. Patient stated he contacted his managing hcp's office and the nurse, had instructed patient to decrease the stim. Patient stated he had decreased the stim from 8v to 4 v on program 4 and had turned his implant off as well but pt was still feeling the shocking. Patient turned his stim down to 0v during the call then turned stim on. Patient increased stim to 3v but stated it was slightly uncomfortable so he decreased it back to 2v which patient was feeling a comfortable stim. Patient stated he was no longer feeling the shocking. The patient stated he was currently on botox per his managing hcp. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Event description:
The patient reported experiencing an electric shocking sensation in his testicles. Patient reported it occurred once in (B)(6) and then occurred again this past sunday. Patient reported the shocking was a constant sensation. Patient stated he contacted his managing hcp's office and the nurse, had instructed patient to decrease the stim. Patient stated he had decreased the stim from 8v to 4 v on program 4 and had turned his implant off as well but pt was still feeling the shocking. Patient turned his stim down to 0v during the call then turned stim on. Patient increased stim to 3v but stated it was slightly uncomfortable so he decreased it back to 2v which patient was feeling a comfortable stim. Patient stated he was no longer feeling the shocking. The patient stated he was currently on botox per his managing hcp. The patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.